Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had delivered inappropriate shocks to the patient, and inhibited pacing therapy. Noise was noted on the ventricular rate-sense channel, which could be reproduced with diaphragmatic movement.